Event description:
This is a report of a home patient (hp) who had passed away. Two days prior, the patient had exhibited symptoms of abdominal pain and malaise. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.